Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a uti, had burning, and stated that it hurt to void. The location of the symptoms was reported as the vaginal area. The patient also mentioned that they had an pelvic inflammatory condition which their healthcare professional was aware of. There were no further complications reported or anticipated.